Manufacturer narrative:
A steris service technician inspected the armboard and found that it was cracked and a section broken off. The armboard was removed from service and a replacement armboard was provided to the facility. The armboard is not under steris service contract and is maintained and serviced by the facility's biomedical department. The armboard subject of this event exceeded its useful life of 5 years and should not have been used in the condition observed. The anesthesia armboard operating instructions state: "cracked or splintered surfaces may cause injury. Inspect all surfaces and hardware of armboard prior to use. Do not use equipment if worn, damaged, or pieces are missing".

Event description:
The user facility reported that a hospital employee received a splinter in her palm while cleaning an anesthesia armboard. The employee went to the employee health department where the cut was sealed, a bandage applied and penicillin administered. The employee did miss time from work, but has since returned and has no sustaining injuries.